Event description:
In the process of contacting the pt's neurologist to notify him that the pt's device may be nearing end of service, it was discovered that the pt had passed away. Cause of death is unknown at this itme. There is no evidence at this time that the ncp system caused or contributed to the reported event. Autopsy results are pending. Further follow-up revealed that the pt was receiving vns therapy at the time of death, but that there was no change in the pt's seizures with the vns therapy. The pt was seen by neurologist approx 3 weeks prior to death at which time device diagnostic testing was within normal limits (indicating proper device function) and elective replacement indicator was "no" (indicating that the generator had not reached end of service). At last office visit, the pt reported some difficulty swallowing that was possibly more than the pre-vns baseline.